Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with injection vancomycin intraperitoneally (igram stat), injection amikacin (500milligram stat), injection amikacin (100milligram od), and injection fortum (1gram od) for the event. At the time of this report, the patient was recovering from the event. Additional information was requested but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).